Event description:
Several (2) small pieces of the tip of the screwdriver broke off while screwing a screw into the surgical site. Screwdriver was original item from set purchased several years ago. Operative site was right great toe.